Manufacturer narrative:
Analysis of programming history.

Event description:
Manufacturer review of a vns pt's programming history noted that a faulted systems diagnostics test occurred on (B)(6) 2007 which caused the vns settings to change. The change was not noted until the next office visit on (B)(6) 2007, where the settings were adjusted to the intended parameters.